Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal (gi) bleeding and dehydration could not be conclusively established through this evaluation. Additionally, review of the submitted log file confirmed minor elevations in pump power and flow. A specific cause for these elevations could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023 and (B)(6) 2023, per the timestamps. Minor elevations in pump power and flow were captured on (B)(6) 2023. It should be noted that the elevations were transient and were captured during pulsatility index (pi) events. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6, under ¿pump performance monitoring¿, lists hypovolemia as a potential late postimplant complication. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the emergency department (ed) for intermittent high power and high flow alarms. Log file review captured pi events, routine power source changes, and minor power and flow fluctuations. It was later reported that the patient was dehydrated and had gastrointestinal (gi) bleeding. Intravenous fluids and blood were administered, and the patient was scoped. Flows returned to baseline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.